Manufacturer narrative:
The return of bi31000129 provided the lot number s1809wvu rev. J. The cpu fluoro was installed in a test imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Previously reported codes b01, c19, d14 are applicable to this analysis. The return of bi71000579 provided the lot number s0712qvr rev. B. The atp console etos was installed in a test imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Codes b01, c19, d14 are applicable to this analysis. Correction: codes c13 and d02 are also applicable to the system service previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that the phenomenon was not reproduced du ring the repair visit, but atp console and the fluoro central processor unit (cpu) were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000129; product ID: bi71000579, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that an x-ray was emitted, but the irradiation sounded only for a moment; the 2d image was not displayed in a sandstorm state. It was able to recover and take pictures after rebooting. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.